Manufacturer narrative:
(B)(4). D10: unknown liner unknown. It was reported that no additional information was available per the surgeon, therefore, no product identification information. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the +5 shell liner became dissociated from the cup. On an unknown date, the +5 shell liner became dissociated from the acetabular cup. The setting and circumstances of the event (e.g., intra-operative, post-operative, or during inspection/handling) were not provided. No information was provided regarding any corrective actions taken at the time of the event, and no additional device or procedural details were available. Patient outcome was not reported. No patient consequences or additional treatments were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.